Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell out of the pt mouth on the bed. The pt was not injured following the procedure. Another capsule was placed normally.